Manufacturer narrative:
D3 - mfg establishment name- corrected. One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has a ripped and bubbled downstream occlusion (dso) seal. Status of the product at the time of event was during testing. There was no patient involvement.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.